Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 46 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low bg event. Drive support was normal. Customer blood glucose reading at the time of incident was 46 mg/dl. Customer's blood glucose reading was 197 mg/dl at the time of call. Customer low blood glucose reading was treated with food. Customer did not report over delivery. Customer treated their blood glucose reading with glucose tablets. Customer changed their set on june 25, 2018. Customer was advised to call their healthcare provider. The insulin pump had power loss, low battery alert less than a week and unexpected restart. The product was not returned.